Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was not determined. The issue was resolved and the patient was able to increase her stimulation and decrease as she wanted. The patient said that she was able to get better relief now that she was able to increase her stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was getting the settings not available (out-of-regulation/oor) message when she tried to increase the stimulation to 11-13 ma. The patient wanted to increase the stim due to increased pain. The rep also reported that impedance measurements were mostly good except electrode 13 at 40k ohms; the rep changed reference electrode and only 13 was bad. It was noted that the rep was using double guarded cathodes on top of each lead and increased the patient¿s pulse width, but the patient was still getting the oor message; the rep¿s programming was appropriate to maximize the ma that could be delivered. There were no further complications reported or anticipated.